Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of did not wear mask and bacterial peritonitis. On (B)(6) 2011, the patient began treatment with dianeal pd2 1.5% and dianeal pd4 4.25% therapies (doses, frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, dianeal therapies were withdrawn. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient did not wear mask which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for bacterial peritonitis manifested by cloudy effluent. The patient was treated with unspecified antibiotics. On (B)(6) 2012, the catheter was removed and patient was shifted to hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date, the patient recovered from the event of bacterial peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therfore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Additional information regarding patient re-training has been requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The catheter was also removed during that confinement.

Manufacturer narrative:
(B)(4). Further information was received from a physician. On (B)(6) 2011, the patient began treatment with dianeal pd2 4.25% (dose, frequency, and not reported) intraperitoneally (ip) for capd. On (B)(6) 2012, the pd therapy was withdrawn and the patient was shifted to hemodialysis (previously reported). The patient was still on hemodialysis. The physician confirmed bacterial peritonitis. The patient recovered from the event of peritonitis on (B)(6) 2012. This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported there was a break in aseptic technique by the customer described as they did not wear a mask. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.